Event description:
In 2006, the pt was implanted with gore tag thoracic endoprosthesis to treat an aneurysm in the descending thoracic aorta. The celiac artery was intentionally covered, and shortly after surgery the pt experienced intestinal ischemia and gall bladder necrosis. In 2008, the pt had an aorto-bronchial fistula with bleeding out the mouth. The pt also had a high wbc count with evidence of graft infection on CT. In the same month, the pt expired. The physician attributed the death to blood loss through the aorto-bronchial fistula.

Manufacturer narrative:
A review of the mfg and sterilization records has been conducted. The mfg and sterilization records review verified that the lots met all pre-release specifications. Additional devices: tg3415/04206016.